Manufacturer narrative:
(B)(4). D10 medical devices: unknown rotating hinge knee femoral stem catalog#: ni lot#: ni. Unknown rotating hinge knee tibial insert catalog#: ni lot#: ni. Unknown rotating hinge knee tibial tray catalog#: ni lot#: ni. Unknown rotating hinge knee tibial stem catalog#: ni lot#: ni. G2 foreign source: spain. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right knee revision approximately sixteen years post-implantation due to fracture of the femoral implant. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, b5, d9, g3, g6, h1, h2, h3, h4, h6, h11. Suggested code (annex g)- mechanical (g04) - femur. Visual inspection of the returned confirms the stemmed post is fractured and not all pieces returned. The device also exhibits wear consistent with usage of device. Optical images of the fracture surface exhibited artifacts such as ratchet marks and beach marks suggesting that the device possibly fractured due to fatigue mode of failure. Review of the device history records identified no related deviations or anomalies during manufacturing. Insufficient information to perform compatibility search. Review of complaint history found no additional related issues for this item and the reported part and lot combination. X-rays were provided but not sent for evaluation as sending images would not enhance the investigation as the issue is confirmed per product evaluation. This complaint can be confirmed via device evaluation. Root cause cannot be confirmed. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.